Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they will swap the power supply,turbine driver pcb (printed circuit board) and turbine assembly to check which of those caused the issue if not then the main pcb needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) while on a patient. The customer confirmed that there is no patient harm associated with this reported event.